Event description:
This report is being filed after the subsequent review of the following literature article. Markwalder, m,wenger,m, marbacher s, 2011, a 6.5 year follow up of 14 patients who underwent prodisc total disc arthroplasty for combined long-standing, degenerative lumbar disc disease and recent herniation, journal of clinical neuroscience, 18,1677-1681. Switzerland. This study included nine women and five men age 39.6 +/-10.2 years with discogenic low back pain (duration: 75.4 +/- 97.5 months) and radiculopathy due to disc herniation (duration 9.4+/- 11.8 months) who underwent anterior microdiscectomy and prodisc-l arthroplasty. L5/s1 in 13 patients, l4/l5 in one. At an average of 6.5 years after surgery, all were reassessed using various questionnaires/ evaluations and a telephone call. Patients reporting an unsatisfactory outcome were re-examined clinically and radiologically. This is report 2 of 3 for (B)(4). A (B)(6) female reported had worsening of back pain and fibromyalgia. This report is for an unknown prodisc-l with an unknown part number, lot number and quantity.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown prodisc-l inferior endplate /unknown quantity / unknown lot. UDI: unknown part number, UDI is unavailable (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow up medwatch will be filed as appropriate.